Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event description and the device evaluation results. The device inspection noted the air could not be supplied at all. Additionally, the adhesive of the bending section cover is cracked. The joint of the distal objective lens is cracked. Peeling of the paint is recognized on the air/water supply cylinder. Also, there are scratches on the following parts of the scope: the objective lens and switch (2). The device evaluation and investigation are ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The clinical engineer reported the poor air/water supply issue was found during inspection before use.

Manufacturer narrative:
Additional information requested from the customer regarding the details of the reported event is pending. The repair inspection confirmed the customer reported issue, foreign matter was found exiting the air/water nozzle at the distal end of the scope attributing to air/water supply issues. The device evaluation and investigation are ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer evis lucera ultrasound gastrovideoscope was returned to the olympus repair center for air/water supply issues. The customer reported problem was found during an unspecified event. During the repair inspection, foreign matter was found exiting the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign matter found exiting the air/water nozzle. No death, injury or impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign material was confirmed in the nozzle. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).